Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the u.s., list number 1l79. Device code: false negative result. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated a false negative architect anti-hcv result of 0.78 s/co was generated on a known hcv positive dialysis patient. Additional testing was immunoblot positive, elisa positive and western blot positive. No impact to patient management was reported.

Manufacturer narrative:
Catalog # has been updated from 06c37-37 to 06c37-32. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation team tested the returned (B)(6) with retained material of architect anti-hcv reagent lot 52159li00 and the result was elevated but below the cut-off. Further supplemental testing of the specimen was performed by testing inno-lia tm hcv score. A c1 (+) and weak bands c2 (+/-) and ns3 (+/-) were detected and the result is (B)(6). In addition, the specimen in question was tested with microgen recomline hcv igg blot. A c1 band higher than the cut off and a weak c2 band equivalent to the cut off band were detected. Below the cut-off were extreme weak bands helicase and ns3. The interpretation is (B)(6). Therefore, (B)(6) is considered (B)(6) for the architect anti-hcv assay. Further sensitivity testing with architect anti-hcv reagent lot 52159li00 was performed. Two sensitivity panels and the positive control were tested. The sensitivity panels and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect (B)(6) test results. Reagent lot 52159li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. As part of the evaluation a review of the complaint records for the affected lot number was performed with no problems identified relating to the customer observation. No further complaints were identified for lot 52159li00. Additionally, a review for nonconformances and deviations associated with the affected reagent lot was performed with no nonconformances and no deviations identified. A review of labeling concluded that the issue is adequately addressed. Based on this evaluation it has been determined that the architect anti-hcv reagent lot, 52159li00 is performing acceptably.